Event description:
It was reported that foley catheter bended easily, the silicone was soft. With customer movement it kinked, and it did not allow the urine to drain, and ended up either overflowing or going back into them. There have been times where it also came out. They have been experienced this ever since they started using this product. Per follow up via phone on 15nov2023, it was reported that the customer received the wrong catheters but was able to switch them out via customer service and the replacement catheters worked well.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the reported event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter bended easily, the silicone was soft. With customer movement it kinked, and it did not allow the urine to drain, and ended up either overflowing or going back into them. There have been times where it also came out. They have been experienced this ever since they started using this product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.